Event description:
It was reported that the flow of irrigation was reversed and the tube began to irrigate with the same liquid that previously was suctioned.

Manufacturer narrative:
The reversed flow failure mode was not confirmed on the unit returned for testing. However, a suction button failure was observed. The button was found removed from its assembled place and the "legs" that holds it in place were not as widespread as they should be. This could cause the effect of the button coming out loose after pressing for suction and that already suctioned fluids and debris could come back out through the tip again due to suction loss. However, suction and irrigation are in two different tubing pathways that were correctly assembled and have no way of one interacting with the other. So it is not that the unit is irrigating suctioned fluids but the viable alternative is that already suctioned fluids returned back the same way because of suction loss. As per the complaint's data intake there is no report of surgical delay, additional medical intervention, impact to the patient, adverse consequences and if the procedure was completed successfully. Thus, actual reported severity was none. This is within the predicted acceptable severity threshold for the failure mode as per the risk document. We evaluated the complaint for both the reversed flow and particles/debris (foreign material) risks. Reversed flow failure mode actual occurrence of 1 in 7.0 x e-7 is also within predicted acceptable threshold (approximately e-4). Particle/debris failure mode actual occurrence of 1 in 6.3 x e-6 is also within predicted acceptable threshold (approximately e-6). The risks are within the green acceptable region. As per risk documents and investigation most probable root causes are: - material/design error. - manufacturing/assembly error. - excessive user force. - severe shipping conditions. - user misuse. - user error in assembling or using equipment with a loose connection. The product was returned for investigation at stryker endoscopy (B)(4) and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Based on the event analysis conducted the product was deemed manufactured to specification.

Event description:
It was reported that the flow of irrigation was reversed and the tube began to irrigate with the same liquid that previously was suctioned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.